Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 3 was failed. A field service engineer (fse) confirmed that the drawer 3 was triple popping intermittently. Then the fse adjusted the c channels and the drawer functioned properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user mentioned full height drawer was failed and keeps making clicking noise, hard to open it. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.